Event description:
Voluntary medwatch received states that the patient presented to the emergency room after experiencing shock. The right ventricular lead was found to exhibit high out of range pacing impedances, out of range intrinsic amplitude measurements, undersensing, and oversensing noise that led the inappropriate shocks to be delivered. It was believed that the lead was fractured. A lead revision was performed, and new lead was implanted. No additional effects were reported.